Manufacturer narrative:
Product performance engineering could not determine a definitive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the catheter was returned with blood on the balloon and on the shaft. There was crystallized contrast in the inflation lumen. The stent had dislodged from the balloon and was located on the stylet partially inside the protective sheath. There was no blood or contrast on the stent. There was no damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the catheter. The stent outer diameters (proximal, middle, and distal) were measured using a laser micrometer, and were all oversized. The inner diameter of the protective sheath was within manufacturing specification. Product performance engineering reviewed the incident information and analysis of the returned device. The returned device was received in the returned goods lab with no information. The account manager was contacted for more information, but there was no additional information available other than what was observed (stent dislodged from balloon). Results from qa technician analysis of the returned rx ultra observed the dislodged stent on a stylet with the proximal end of the dislodged stent inside of the protective balloon sheath. No damage was observed on the stent or delivery system. Crimp marks were visible on the tightly folded balloon, between the balloon marker bands, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameter's were measured and found to be slightly above the manufacturing specification, with the distal end of the stent being larger than the proximal section. However, since the crimped stent outer diameter is verified 100% at the time of manufacture, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. The inner diameter of the balloon protective sheath was verified to be within the manufacturing specification. It is possible that the stent had dislodged prior to use and the stent was placed back inside of the balloon protective sheath in the opposite direction, in preparation for transit. Potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information suggests any of these causes is the most likely cause, but from the case information and returned device analysis, this does not appear to be a manufacturing related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was dislodged from the balloon and was located on the stylet with the protective sheath. The balloon was tightly folded with crimp marks. No additional event or patient information is available.